Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the inform meter. Reference medwatch (B)(6) for the inform base.

Event description:
Customer states that the inform meter has melted plastic on the casing, and the connector pins are melted/burnt. No adverse event reported. Requested return of suspect device and replacement was sent.